Manufacturer narrative:
A software analysis was initiated. However, the software evaluation and log analysis found that a probable cause was unable to be determined.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that a system reboot resolved the shutdown and the issue could not be replicated. Logs were reviewed and found to be inconclusive. The imaging system then passed the system checkout and was found to be fully functional. Device unique device identifier (UDI) is unavailable.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during a lab that the system unexpectedly shutdown. The system was fully functional after it was rebooted. There was no patient present.